Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited varying impedance and thresholds. The lead was repositioned but one hour later the lead dislodged again. The lead was repositioned on (B)(6) 2013. At a follow up it was noted that the lead had dislodged again and was explanted and replaced on (B)(6) 2013.